Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 20th april 2018. Failure of q37 resulted in heat damage observed on resistor r166 due to a prolonged period of excess current. Both r166 and q37 form part of the on/off circuitry. Failure of component q37 caused the device to fail to power off correctly via the on/off button, as witnessed during the investigation. The fault could not be replicated with a known good q37 fitted. The user had likely interpreted this as the reported fault. Furthermore, with transistor q37 replaced, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault .it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. The device suddenly beeps and begins to blink red, they reinsert the pad pack then the voice guidance stops stopping.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. The device suddenly beeps and begins to blink red, they reinsert the pad pack then the voice guidance stops stopping.